Event description:
The physician was attempting to cross the lesion in the right superior femoral artery when the guidewire broke near the y-adaptor. There was no reported clinical consequence due to this event.

Manufacturer narrative:
Boston scientific has made several attempts to gather additional info regarding the alleged event without result. Currently there are no further details to report.